Manufacturer narrative:
Date of birth - 1964 (exact date unknown). A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed moderate herniated disc in l3 and l4. The patient was admitted to the hospital and underwent a revision procedure.

Manufacturer narrative:
Date of birth - (B)(6) (exact date unknown).

Event description:
A report was received that the patient developed moderate herniated disc in l3 and l4. The patient was admitted to the hospital and underwent a revision procedure.